Event description:
It was reported that the patient presented to the hospital after receiving an alert for hv lead impedance out of range. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned measuring 13.2cm. Without return of the entire lead, a complete analysis could not be performed. Other: na.